Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. The date of the event is an approximation. On (B)(6) 2026, the patient awoke with severe abdominal pain accompanied by persistent vomiting. Review of the patient¿s continuous glucose monitor (cgm) indicated that the wearable device had failed at an unknown time overnight while the patient was asleep. The patient was using a tandem insulin pump. A blood glucose (bg) measurement obtained by meter was reported as greater than 400 mg/dl. The patient administered insulin in an attempt to self-treat; however, emergency medical services (ems) were contacted. Ems transported the patient to the emergency department, where the patient was diagnosed with diabetic ketoacidosis (dka). The patient was admitted to the intensive care unit (ICU) and received treatment with insulin therapy. The ICU stay lasted three days, followed by an additional three days in a general hospital unit prior to discharge. At the time of reporting, the patient was described as being in stable condition and feeling fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.